Event description:
It was reported that the communicator power supply brick was damaged, melted and burned at the end of the plug that goes into the wall. The patient said possible reason was due to the wall of power outlet of the apartment that was not functioning properly. The patient was able to safely remove the power supply brick from the wall. There were no storms or outages reported. The patient was going to plug the new communicator into a different power outlet in the apartment. A boston scientific company representative advised to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.